Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and it was exposed to moisture. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment is neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. Moisture damage was also found on the electronic assembly during visual inspection.